Event description:
The patient reported feeling dizzy and was having trouble breathing since (B)(6) 2017. The p waves were sensed as vs in the ventricular channel and inhibited vp. The device was reprogrammed to adjust sensitivity many times without resolution. Noise was also seen on the ventricular channel. No additional adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a singular atrial signal that was sensed as ventricular activity. Furthermore the iegm showed artefacts on the rv channel after the ventricular paces. These artefacts were not sensed. The above mentioned 10 seconds lasting pause was not visible in the provided data. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.